Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 414 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer did not have any leaks or air bubbles present on the insulin pump. Customer declined to perform the high pressure test during troubleshooting. Customer's blood glucose was 191 mg/dl at the end of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.